Manufacturer narrative:
This is 1 of 2 reports (1st MDR). The device is not available to the manufacturer.

Event description:
It was reported that during an atherothrombotic brain infarction case, the physician tried to use guidewire (subject device) in microcatheter but resistance was felt after inserting the microcatheter and removed the guidewire (subject device). Microcatheter has been changed to non- stryker catheter and there was no problem. It is unclear whether there the guidewire (subject device) coating was pealed off or the guidewire (subject device) was damaged during preparation. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition during preparation/prior to use on the patient and was prepared as per the dfu, flush was given inside the microcatheter when the guidewire was inserted, and the guidewire tip was shaped 45°. While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during an atherothrombotic brain infarction case, the physician tried to use guidewire (subject device) in microcatheter but resistance was felt after inserting the microcatheter and removed the guidewire (subject device). Microcatheter has been changed to non- stryker catheter and there was no problem. It is unclear whether there the guidewire (subject device) coating was pealed off or the guidewire (subject device) was damaged during preparation. No clinical consequences were reported to the patient due to this event.